Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume event on their homechoice machine. The patient's uf was reported as 3600 ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.